Event description:
Customer called to report a hospitalization due to high blood glucose. The current blood glucose reading is 401 mg/dl. The customer has treated with manual injection. The blood glucose reading at the time of the event was over 300 mg/dl. Customer experienced confusion. During troubleshooting, manual prime is correct. The insulin exits the tubing. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with normal operating currents. The insulin pump passed the displacement test, rewind, basic occlusion, occlusion and no delivery tests. The insulin pump was programmed with multiple boluses and monitored. The boluses were delivered and recorded properly in bolus history screen. The insulin pump was unable to prime during the prime test due to a faulty force sensor. The insulin pump had a cracked display window corner.